Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause for all of the leds flashing could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The company representative reported on behalf of the customer that the evis exera iii xenon light source's front panel leds were flashing; this indicates a system failure. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue (system failure causing leds to flash) was not confirmed. No system failures occurred during testing. The customer also reported an issue with the scope socket button. This issue is not malfunction reportable. During testing, this issue was confirmed; the button inside the scope would not return once it was pressed down. The issue was caused by a faulty slider on the scope socket. No other functional issues were identified during testing. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.